Event description:
It was initially reported that patient experienced cognitive dysfunction such as memory difficulties and loss. It was stated that the patient saw primary care for evaluation on (B)(6) 2009; device was interrogated on (B)(6) 2009, results of interrogation not provided. Drug delivered via the device was dilaudid 0.5mg/ml. Following dose adjustments were reported: decreased daily drug dose from 0.14662mg/day to 0.10006mg/day on (B)(6) 2009; decreased daily drug dose from 0.10006mg/day to 0.08002mg/day on (B)(6) 2009; decreased daily drug dose from 0.08002mg/day to 0.07206mg/day on (B)(6) 2009; decreased daily drug dose from 0.07206mg/day to 0.06504mg/day on (B)(6) 2009; decreased daily drug dose from 0.06504mg/day to 0.05831mg/day on (B)(6) 2009; decreased daily drug dose from 0.05831mg/day to 0.05252mg/day on (B)(6) 2009; decreased daily drug dose from 0.05252mg/day to 0.04680mg/day on (B)(6) 2009. Therapy was suspended and saline was infused via the pump on (B)(6) 2010. The entire device system was later explanted.

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2010.